Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument no longer sealed. The procedure was completed with no patient injury. An intuitive surgical inc. (Isi) followed up with initial reporter and obtained the following additional information: the vse instrument was not inspected prior to use. The reported issue occurred while sealing the tissue. The vse instrument was in use prior to the sealing issue for around 30 minutes. There were no "system" errors observed when the issue happened. During the sealing sequence, it is unknown if there was an audible signal (continuous tone) while the pedal was pressed. The seal cycle did not complete with the fast audible tones as expected (si=2 fast audible tones, xi=3 fast audible tones). The rectum was the target tissue. The target tissue was not under tension during the sealing/cutting process. There was no evidence of vessel calcification. It is unknown if the tissue was exposed to any radiation or chemotherapy prior to the procedure. There was no tissue effect observed during the sealing cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no any unexpected bleeding experienced by the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting sealing issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the vessel sealer instrument reportedly did no longer complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis found the homing failure to be related to the customer reported complaint. For clarification, the vse instrument was found to fail homing during initialization based on log review and during in-house testing. The vse instrument was placed on the in-house system and continuously failed initialization. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. No conductor wire damage or snake wrist damage was found. The root cause of this failure is not determinable/applicable and will be transferred to engineering for further investigation. Additional observations not reported by site: the vse instrument was found to have dislodged blade based on log review but was not observed during in-house inspection. There was light bio-debris found at the instrument tip. A review of logs showed one blade exposed failure, error code 22025 indicating "vessel sealer extended blade jammed on usm3.". The probable root cause of dislodged instrument blades is typically attributed to mishandling/misuse. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument indications may also lead to an exposed blade. The vse instrument knife was manually driven out for inspection and was found with a bent knife cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was transferred to the engineering team for further investigation and additional analysis was performed on the instrument by an advanced failure analysis engineer (afae). The initial failure analysis investigation of the vse instrument was confirmed. The instrument was placed on the system and could not pass initialization/homing. The findings of the bent knife cable and the dislodged blade were confirmed as well. This failure is typically attributed to mishandling/misuse and can be caused by attempting to cut a hard material. Because the knife cable was bent, the blade was unable to properly extend and retract, which resulted in the dislodged blade. Subsequently, because the blade was unable to properly extend and retract, the homing/initialization failures occurred.

Event description:
Refer to h10/h11 for follow-up information.